Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19881. It was reported a patient's right ventricular and atrial lead presented with dislodgement due to twiddler's syndrome. The leads were explanted and replaced in a procedure on (B)(6) 2021. Post procedure the patient was stable.